Event description:
A report received from (B)(6) stating that the cutter could not insert into the device during surgery. No injuries were reported to have occurred but it is unk if medical intervention was necessary. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).